Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has had to change her infusion set and reservoir every two days for the past couple of months because of air bubbles. At the time of the incident, her blood glucose was 322 mg/dl. During troubleshooting, the customer said that there have been tiny bubbles towards the top and larger bubbles at the bottom. She said that the air bubbles are usually only in the reservoir and that sometimes the tubing looks whiter at the part where it connects to the reservoir. The customer said that she notices the air bubbles during pump therapy and that they are in the reservoir. She was advised of the best practices for handling insulin for filling the reservoir. Troubleshooting was performed. The customer said that there were no leaks and that she had already changed the infusion set. She was advised that the reservoir tubing may have been kinked or bent. The customer declined troubleshooting for her high blood glucose. The reservoir will not be returned for analysis.